Event description:
Medtronic returned product received. Apparently the physician was having a difficult time with lead placement. After several pushes and turning of the stylet the end of the stylet broke off.

Manufacturer narrative:
(B) (4): analysis determined that the stylet coil is bunched together approx 32 cm. From the distal end. Unable to remove the stylet wire from the lead due to the stylet coil bunching together. The outer insulation is stretched and pulled away from the #0 connector. Analysis determined that the stylet handle was separated from the stylet wire as received. Procedural non-conformance.